Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fluid loss". As reported to co, the pump and some assembly kit component(s) only were removed and replaced. 3/20/97-upon receipt of add'l info provided by the physician/surgeon, he stated, "the pump component was removed due to a tubing leak. A specific leakage site was observed in the tubing next to the pump. No excessive tubing lengths were observed at the time of the surgical revision, nor any kinked or twisted tubing. Additionally, nothing was noted in the positioning of the device which may have caused stress".